Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The asymptomatic patient presented in clinic for a scheduled follow-up. When interrogated, non-sustained right ventricular oversensing was observed. Programming changes were made. The patient was stable while and after the programming changes were made.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received notes that noise was discerned in clinic on (B)(6) 2018 and the physician is inclined toward replacing the lead in the near future. The patient was in stable condition.

Event description:
New information received notes that per merlin.net the patient¿s right ventricular lead was oversensing and thus relaying noise. The patient subsequently presented in clinic but no noise was reproducible while there. Programming changes were made and the patient will continue to be monitored. The patient was stable throughout.

Event description:
New information noted the patient¿s device was explanted and replaced. The patient was stable before, during and after the procedure.